Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was tested and adjustments were made. No additional service information was provided.

Event description:
The customer reported that the system's rotational movement was inoperative and there was a problem with the joystick. No patient injury was reported.